Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam. Additional information received and b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing a slimy texture in the water reservoir/tubing and particles in the tubing/chamber and the device gets very hot. The patient alleges to experiencing nausea, increased blood sugar, soreness in the nose, difficulty breathing, low oxygen levels, coughing up particles and respiratory arrest. The family member has reported the patient to receive medical intervention. That CPR was performed 4 times since june of 2021 and the physician has instructed patient to continue to use nebulizer. Section(s) b1, b2 and h1 updated to reflect new information section g3 was updated to reflect the new bad section h6 was updated with the appropriate health effect - clinical code and health impact codes.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam. Additional information received and b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing a slimy texture in the water reservoir and tubing, the device gets very hot. The patient alleges to experiencing nausea, increased blood sugar, soreness in the nose, difficulty brathing and coughing up particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. Section d10 was updated to reflect the concomittant device. Section g3 was updated to reflect the new bad. Section h6 was updated with the appropriate health effect - clinical code (s).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing a slimy texture in the water reservoir/tubing and particles in the tubing/chamber and the device gets very hot. The patient alleges to experiencing nausea, increased blood sugar, soreness in the nose, difficulty breathing, low oxygen levels and coughing up particles. The family member has reported the patient to receive medical intervention that CPR was performed 4 times since june of 2021 and the physician has instructed patient to continue to use nebulizer. The device was returned to the manufacturer's product investigation laboratory for investigation. The external and internal aspect of the device was inspected and unknown brown contamination and a potential hair that is approximately 1 inch long, on the modem side of the device, under the panel door were observed. Unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box was observed. The manuafctirer also observed unknown brown contamination around the sd card slot and unknown potential white hairs or fibers at the air input of the blower box. Unknown light film of gray contamination all throughout the inside of the device enclosure, unknown light brown dust-like contamination on the top of the blower box, and on the top and bottom of the blower motor, and the blower motor seal and throughout the inside of the blower box was observed by the manufacturer during the device evaluation. Black contamination, consistent with keratin was observed on the air outlet of the blower box, tiny unknown black (inconsistent with degraded sound abatement foam) and light brown specs of contamination on the bottom the blower box and in iso port was also observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but an amount of dust / dirt contamination, keratin contamination were observed and are consistent with being from an external source.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam. Additional information received and b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing a slimy texture in the water reservoir/tubing and particles in the tubing/chamber and the device gets very hot. The patient alleges to experiencing nausea, increased blood sugar, soreness in the nose, difficulty breathing, low oxygen levels and coughing up particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. Section g3 was updated to reflect the new bad.